Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter with a double cuff, was removed as it was not working as good as it used to resulting in incontinence. The physician indicated the patient had urethral atrophy. A new artificial urinary sphincter with just one cuff placed in a proximal location was implanted. No patient complications were reported.